Event description:
It was reported that the bladder of a large volume intermate ruptured. This occurred during filling with deferoxamine and sterile water. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13f001 was manufactured between may 31, 2013 and june 1, 2013. The cause was unable to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned for evaluation. Visual inspection identified a ruptured bladder. Microscopic inspection revealed markings on the interior surface of the bladder near the rupture line. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.